Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was disposed of by the user facility so was not available for analysis. A review of the labeling was found that the directions for use (dfu) state: "warning: do not rotate the delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc 360 coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." Additional information from the physician stated that the delivery wire had been rotated during the procedure and it was the physician's opinion that this had resulted in the reported event. Therefore, it was concluded that user error was the cause of the reported event as the dfu clearly warns against the rotation of the delivery wire.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual analysis of the returned device found that the coil had separated from the delivery wire. Examination of the distal end of the delivery wire under magnification noted that there was kink and that the detachment zone was intact. Examination of the main coil under magnification revealed that the main junction was still intact and it was evident that the main coil had detached at the detachment zone. The rest of the core wire was inside the inner coil. No other anomalies were noted. Additional information from the physician stated that the delivery wire had been rotated during the procedure and it was the physician's opinion that this had resulted in the reported event. The directions for use (dfu) state: "warning: do not rotate the delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc 360 coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." Therefore, it was concluded that user error was the cause of the reported event as the dfu clearly warns against the rotation of the delivery wire.

Event description:
It was reported that as the coil was being deployed inside the aneurysm it was noted to have prematurely detached from the delivery wire. The physician stated that the delivery wire was rotated during the procedure. The coil was removed and there was no clinical consequence to the patient.

Event description:
It was reported that as the coil was being deployed inside the aneurysm it was noted to have prematurely detached from the delivery wire. The physician stated that the delivery wire was rotated during the procedure. The coil was removed and there was no clinical consequence to the patient.

Event description:
It was reported that as the coil was being deployed inside the aneurysm it was noted to have prematurely detached from the delivery wire. The physician stated that the delivery wire was rotated during the procedure. The coil was removed and there was no clinical consequence to the patient.